Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. The rv lead was explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿noise¿ described in the event. There were no anomalies observed on the returned partial lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage. The full lead was not returned. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).